Event description:
It was reported that the patient presented with complaint of dizziness. It was noted that the right ventricular (rv) lead exhibited a high threshold. No intervention was done and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.